Manufacturer narrative:
Updated fields: h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes). Corrected fields: h6 (medical device ¿ problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no: (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy, blood was found in catheter and console was not working normally. Balloon was removed immediately. There was no injury or harm reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during intra aortic balloon (iab) therapy blood was found in catheter and console was not working normally.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1(contact person mfg site), g3, g4 (PMA/510k), g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: e1 (event site telephone). Due to character limit in block e1 event site telephone: (B)(6). . D4 (serial) should be left blank. Kindly revert this field. The iab was returned with the membrane completely unfolded. No visible blood was found on the exterior of the catheter. However the inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 24.1cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within a kink causing the reported problem. It is difficult to determine when or how this occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (medical device problem code).

Event description:
N/a.